Manufacturer narrative:
Additional info b5. Complaint confirmed. The complaint is confirmed based on the customer provided photo, which displays the damaged of the swivelock closed tip. The part returned was the suture threader of the device, however, without return of the broken pieces for physical evaluation, the cause remains undetermined.

Event description:
Additional information received on 2/6/2023: all broken fragments were retrieved.

Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation. If the device becomes available for evaluation, a follow-up report will be submitted.

Event description:
On (B)(6) 2023, it was reported by an arthrex employee via email that an ar-2324pslc peek-swivelock lead hole was broken when the surgeon pulled the nail head to fix the traction line after the intraoperative nail placement, resulting in the anchor head losing its fixed position and unable to smoothly cross the line for knot-free fixation. The case was completed successfully by using another ar-2324pslc peek-swivelock, from a different lot number. This was discovered during a procedure on (B)(6) 2023.